Manufacturer narrative:
The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr results, for 2 patients, with coaguchek xs meter with an unknown serial number when compared to a laboratory result using the acl top 550 cts instrument. The meter result was 5.7 inr and the laboratory result was 4.2 inr. These results were a part of a validation study in which both the test strips and the lab method were using the old who thromboplatin standard. In (B)(6) 2018, the meter result was 4.2 inr and the laboratory result was 3.1 inr. These results were a part of a study in which the test strips used the new who thromboplastin standard and the lab was still using the old who thromboplastin standard. The time between measurements were unknown. The patients therapeutic ranges were asked for but not provided.